Event description:
It was reported by the patient that the device was "vibrating so much I could see it through my clothes." The patient had an electrogram, however, "they couldn't see anything." The patient was encouraged to see the physician for a device check and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).